Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited noise which resulted in auto mode switch episodes. The lead remained implanted and the patient would be monitored, as normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.